Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the touch screen was cracked and therefore became unresponsive. The failure occurred during treatment and the device was exchanged. The device caused the complaint and was not able to work as per factory¿s specifications. A getinge field service technician (fst) was sent for investigation and repair on 2023-05-23/24/25/30. The ch user interface hardware update kit was replaced. The rotary encode was replaced due to precautionary measures. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Based on the risk management file of the cardiohelp the most probable root cause could be determined to rough handling of the device, which leads to the mechanical damage. Furthermore, the analysis by the getinge life cycle engineering (lce) of the provided pictures of the touch display confirms that the crack must be caused by external forces. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. The review of the non-conformities has been performed on 2023-05-09 for the period of 2019-07-30 to 2023-05-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-07-30. Based on the results the reported failure "touch screen cracked" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that touch screen cracked, therefore became unresponsive and the device was exchanged during treatment. No harm to any person has been reported. Complaint ID (B)(4).